Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the handset was lagging at 90% again. An agent reviewed and guided the patient through clearing the data.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient stated they were having trouble with the communicator. Patient stated the communicator battery was not keeping a charge very long. Patient clarified that they get about 3 days of usage. Patient stated that 'at the beginning' they would get a charge in the communicator to last at least a week. Agent reviewed charging expectations of the external devices. The patient then added that it takes 9 minutes to communicate and confirmed 90% lag issue. Patient stated they have had this issue for a long time, probably about 6 months. Patient stated maybe this is why the communicator battery was draining quicker. Agent reviewed information and assisted patient with clearing data from the handset. Patient then connected to the pump without issue and delivered a bolus. Patient stated they had an appointment with pain management next month and stated that all the patients were complaining about this issue and how long it was taking. Patient would monitor the issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.